Event description:
The physician reports that during surgery with attempted implantation of the crystalens with a lens injector system, the lens haptic became damaged and caught on the capsular bag, causing a tear. The damaged lens was removed and a different lens model was implanted in the sulcus.